Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp flexible arch arterial cannula, it was reported that there was a leakage. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer sutured the device to stop the leak. The leak is from the cannula. The cannula was not heated or cooled prior to use. The cannula tip was damaged. The amount of patient blood loss could not be provided. A transfusion was required but not because of the leak. The cannula was experiencing instability in the bearing (tip of the cannula) which caused leakage during aortic candation.